Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the manufacturer representative met with the patient to discuss battery issues. There was premature battery depletion with possible patient non-compliance. The manufacturer representative loosed at charge history and duration of charging. The battery would not maintain a charge. The patient was asked to continue charging once daily until the unit was replaced in order to maintain programming and to encourage better charging habits post- new implant. The replacement occurred on (B)(6) 2016 and the issue was reported to have been resolved. The explanted product was going to be returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.